Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked top and bottom right side corner at display window, cracked case at all display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at corners of screen and goes across screen display. Customer reports to have damage for six months. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.